Event description:
The end user states that the base has been replaced, the end user states that the motor has been replaced at least 5 times, the end user states his tires and casters have worn down to nothing. The end user has no additional information to provide.